Event description:
Customer alleges spokes cracking on wheel. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's preexisting medical condition states that she has polio. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer attends day programming and is transported in her wheelchair on a bus. It is unknown if the consumer is seated in her wheelchair during the transport. Page 23 of the owner's manual warns, "wheelchair users should not be transported in vehicles of any kind while in wheelchairs. As of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems". Page 32 of the owner's manual states, "every six months or as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. It also states, "inspect rear wheels for cracked, bent or broken spokes." The product is to be returned to invacare for an inspection and evaluation.